Manufacturer narrative:
(B)(6). Investigation summary: it was reported the text on the outside of the shelf box was not complete; there was no product model, product name, production date, expiration date, batch number, and product bar code. To aid in the investigation one photo was provided for evaluation by our quality team. The photo shows a case box with its label and a shelf box with a missing label. No other information could be obtained from the photo. There are three levels of product identification. First, the case label, which was available. Then, the shelf box label, which was missing. Finally, individual syringe labels. This defect could occur if there was a jam at the shelf box labeler inducing the symptom reported. A device history record review was completed for provided material number 306594, lot number 1277437. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 30 bd posiflush¿ syringes experienced missing label information. The following information was provided by the initial reporter, translated from chinese: when the hospital received the products, 30 pieces of products were in a medium package. The text on the outside of the packaging carton was not complete, and there was no product model, product name, production date, expiration date, batch number, and product bar code. The hospital did not dare to use the 30 pieces of products without problems.